Manufacturer narrative:
E.1. Address was not located and il was used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305060 batch number#: 4250612 it was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached please see the product complaint below and pictures attached. This has been reported to our internal team under case. (B)(4). (B)(4) 1ea lot number 4250612 customer comments: the staff in xx pulled item 305060 from the bins and notified us that it was dirty inside the unopened packaging. Cah po ordered on is unknown.

Event description:
No additional information.

Manufacturer narrative:
One sample and two photos were provided to our quality team for investigation. A visual inspection was performed and embedded foreign matter was observed in the barrel. The condition observed is non-conforming per product specification. The potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4250612. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.